Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information received from the patient reported that they had a loss of stimulation and therapy from their implantable neurostimulator (ins). The issue started 4-5 days prior to report and the patient indicated that it seemed like they were not getting any pulsation to the left leg. The patient increased the "strength of ins, up above 700" to feel the stimulation/pulsation. They indicated that their leg did not "want to work". The patient also reported that the stimulation was turning off on its own and felt "hurting", leg weakness, and felt like the therapy was not working to the left leg. This issue was not related to positional movement and occurred daily. They noticed the therapy issue the day before report, increased the stimulation, and said "it was fine" but today they could not feel the stimulation again. It was unknown if the patient was programmed with cycling. When asked if they confirm ins status with programmer correctly the patient stated no and always checked the ins with the stim on button. They were instructed to use the synchronize button instead. Using the programmer, the stimulation was determined to be on (the adaptive stim not active) on group a, program 1 at 5.50 (for the patient's right side), program 2 at 6.20 (for the left side). The patient stated that they had increased program 2 to 7.0 volts and could feel the stimulation (patient noted that they would have to walk around to see if it helped). The patient indicated that they never had this occur with their old ins device and always had the therapy on 100% of the time. It was further reported by the patient that their pain had increased over the last 4-5 months and that they had a fall but stated that this was not related to the initial start of the issue. The fall was described as when the patient was down on one knee trying to get the wheels off a dolly, the crowbar slipped and they fell backwards. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported the circumstances that led to the loss of stimulation and therapy included the unit having gone dead for particular reasons since shortly after its placement. The pain was in the patient's back and both legs. The patient spoke with a clinical manufacturing representative (rep) in the area. The pain would get pretty bad in both legs and back. The patient was wondering if something could be done.